Manufacturer narrative:
Correction: date device received by manufacturer is (B)(4) 2013, not (B)(4) 2013 as previously reported. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the device was explanted on (b)(6 2013, due to a cholesteatoma. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013.